Manufacturer narrative:
Device manufacture date- 7/30/1999.: placeholder.

Event description:
Surgeon reported that he observed irregular topography and decreased of visual acuity in patient after the phototherapeutic keratectomy (ptk) surgery. The patient's visual acuities are as follows; stage date measured pre-op: (B)(6) 2012, 0.30 ucva, 1.20 bcva. 1day: (B)(6) 2012, 0.30 ucva, 0.50 bcva. 1week: (B)(6) 2012, 0.20 ucva, 0.20 bcva. 1month: (B)(6) 2012, 0.10 ucva, 1.00 bcva. 3months: (B)(6) 2012, 0.10 ucva, 0.80 bcva. Ucva=uncorrected visual acuity. Bcva=best corrected visual acuity.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment date which occurred on (B)(6) 2012, due to the fact abbott medical optics (amo) became aware on (B)(6) 2014. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.